Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment and subsequently was administered a topical antibiotic (date not reported). Revision surgery to replace with a longer abutment is planned but had not taken place at the time of this report.

Manufacturer narrative:
It is now reported that the patient was adminstered general anesthetic for the abutment change. This report is submitted october 19, 2018.